Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit had blank display due to corroded electronic assembly. The motor had moisture damage the force sensor was corroded. Unable to verify failed battery test alarm or charge/battery anomaly due to blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unit was received without the original battery cap. Unable to verify damage to the battery cap. Unit had minor scratched display window, scratched display window cover, scratched case, missing serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm error. The customer reported that the contact on the battery cap was corroded. Customer was advised to discontinue the insulin pump and revert to back up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.